Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all stations were in communication offline (co) mode. The technical support specialist (tss) found issues due to epic being down. The server was accessed, and the core coordination engine (cce) console was checked. Logs showed that messages were still queued on usage mbms, and there were no recent host messages on (active directory) adt. Outbound queues had drained, but connectivity from the host system was not restored. The cce service was restarted; however, no new messages or connections were established from the host system. The delay between cce xml sent time and server time was noted as 1 hour and 21 minutes. Pharmacy orders and adt were confirmed down for approximately 1 hour and 5 minutes. The issue was confirmed as related to epic downtime. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the stations were under critical override. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.